Event description:
It was reported that oversensing was noted on the left ventricle (lv) lead. The lv lead was explanted. The patient was in stable condition. The implant date provided indicated the lv lead was implanted over seven (7) years beyond shelf life. Confirmation of the correct implant date was requested from the field.

Manufacturer narrative:
Further information was requested but not received.